Event description:
It was reported that eight batteries exhibited power switching, the controller exhibited loss of power, double disconnect, ventricular assist device (vad) stop and beeps when connected to both power sources. The patient got up to go to the bathroom and disconnected the ac adapter. While walking, the controller and vad turned off. The patient immediately checked the battery connection and the pump turned back on. The patient as unsure if the connection was secure. The 8 batteries and controller were removed form service. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller, model #: 1420/ catalog #: 1420 / expiration date: 31-dec-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacture: no, device evaluation anticipated, but not yet begun. Mfg date: 02-dec-2020. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ controller, model #: 1650de/ catalog #: 1650de / expiration date: 30-jun-2018/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer:: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2017. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ controller, model #: 1650de/ catalog #: 1650de / expiration date: 30-jun-2018/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2017. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ controller, model #: 1650de/ catalog #: 1650de / expiration date: 30-jun-2018/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2017. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ controller, model #: 1650de/ catalog #: 1650de / expiration date: 31-may-2018/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2017. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ controller, model #: 1650de/ catalog #: 1650de / expiration date: 31-may-2018/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun . Mfg date: 31-may-2017. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ controller, model #: 1650de/ catalog #: 1650de / expiration date: 30-jun-2018/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2017. Labeled for single use:: no. Brand name: heartware ventricular assist system ¿ controller, : model #: 1650de/ catalog #: 1650de / expiration date: 31-may-2018/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: : no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2017. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ controller: model #: 1650de/ catalog #: 1650de / expiration date: 30-jun-2018/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2017. Labeled for single use: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction to h10:d1. Product event summary: the pump ((B)(6)), one (1) controller (B)(6) and one (1) battery (B)(6) were not returned for eval uation. Seven (7) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries that the devices passed visual inspection and functional testing. Of note, functional testing of the batteries (B)(6) revealed an abnormality within the cell voltage plot due to a cell pair depleting at a faster rate than the other cell pairs. This is an additional observation, not related to the reported event, likely due to the gradual aging of the batteries. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the available data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. Additionally, analysis of the available data log file revealed several momentary disconnections that did not result in premature power switching events involving (B)(6). Momentary disconnections will result in an audible tone or 'beep'. Analysis of the event log file revealed a controller power up event on (B)(6) 2022 at 00:30:56. The data point prior to the loss of power revealed that(B)(6) was connected to power port one (1) with 67% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 72% rsoc. The data point recorded after the loss of power revealed that an active a dapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for nine (9) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported power switching, beeping, loss of power events were confirmed; it is likely the loss of power is related to the reported vad stop event. There is no evidence that the lubrication servicing was performed on the associated power sources. Based on the available information, the most likely root cause of the reported premature power switching and beeping events can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial #:(B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d15 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-sep-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-sep-2022 h3: yes. Dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-sep-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.